Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she will get high blood glucose readings and will sometimes stay high the whole day. Customer stated that the reading was about 450 mg/dl and she does not know why. Customer stated that she will bolus but if she doesn't see any changes, she will correct with a shot that will cause her to go low. Customer stated that she has been having some low blood glucose at night.